Manufacturer narrative:
This lead was successfully repositioned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. Additional information was received. Lead was causing intermittent loss of capture due to elevated thresholds when the patient was in a standing position. Patient reported symptoms of dizziness. Evidence suggests that event was attributed to dislodgement. Surgical intervention and intravenous antibiotics were necessary to resolve the issue. This lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.